Event description:
It was reported that the patient faced event on (B)(6) 2026, where patient had nodules, increased back pain. The patient was prescribed antibiotics for nodules.

Manufacturer narrative:
Name- medtronic minimed. Street: (B)(6). City- (B)(6). State- (B)(6). Zip code- (B)(6). Zip four- (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).